Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the surgeon noticed during a follow up visit the lens was dislocated and would need to be repositioned. During the procedure for repositioning, the surgeon found one of the haptics of the iol had come out of the lens optic. At that point, the surgeon decided to exchange the lens. He was able to remove the loose haptic and the lens, and replaced it with a lens of the same model and power. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).